Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of broaden bridge of nose, redness, swelling, product glided to the side of the nose and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, erythema, infection, migration of device or device component and ill-defined complaint: 5. Precautions ¿ as with all transcutaneous procedures, juvéderm® ultra plus injectable gel implantation carries a risk of infection. 6. Adverse events a. Clinical evaluation of juvéderm® ultra plus injectable gel injection site responses as indicated under table1 include redness, pain/tenderness, firmness, swelling, lumps/bumps, bruising, itching and discoloration. B. Other safety data postmarket surveillance the following adverse events were received from postmarket surveillance for juvéderm® ultra and ultra plus, with and without lidocaine, with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All adverse events obtained through postmarket surveillance are listed in order of number of reports received: lack or loss of correction, inflammatory reaction, allergic reaction, infection, migration, paresthesia, vascular occlusion, necrosis, abscess, flu-like symptoms, headache, malaise, vision abnormalities, scarring, nausea, drainage, dyspnea, beading, syncope, dizziness, anxiety, deeper wrinkle, and granuloma.

Event description:
Healthcare professional reported injecting a patient with juvéderm® ultra plus in the nose. The patient developed a broaden bridge of nose, redness and swelling. Patient had the product dissolved 5 days after the injection since the "product glided to the side of the nose." Patient was also given an infuse for treatment of infection. The patient is currently recovering and has gradually calmed down. Symptoms have almost resolved and the situation is much better.